Manufacturer narrative:
(B)(4). The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.